Event description:
The customer states that the cell-dyn 1800 analyzer generated a hemoglobin result of 7.2 g/dl for one patient that was reported to a physician and questioned. The pt was redrawn and retested yielding a hemoglobin result of 11.4 g/dl. The original sample was then repeated, obtaining a hemoglobin result of 11.4 g/dl. No impact to pt management was reported.

Manufacturer narrative:
Investigation summary: discrepant hemoglobin results generated by a cell-dyn 1800. One pt sample recovered a hgb of 7.4 g/dl, which was reported to the doctor. The pt was redrawn and retested with a hgb of 11.4 g/dl. The original sample was retested and the result was 11.4 g/dl. The customer requested an explanation why one pt sample would recover this way when other pt's ran as expected. The customer technical advocate (cta) suggested it might have been a pt sample mixing issue. The customer asked more questions about sampling handling and was satisfied with the explanation. Additional info was requested on 1/23/2007, regarding timing of the suspect sample (if instrument is idle for more than 15 minutes on a background should be run before running a specimen or control [operator's manual page 5-49, 5-58). The customer is aware of the recommendation for checking the idle time between runs. The suspect sample occurred approx 4 minutes after a normal result was run. Therefore the sample was run under optimal conditions. Customer interaction/instruction/training resolved the issue. The cell-dyn system 1800 operator's manual, 07h80-01, rev d, recommends that specimens must be well-mixed and checked for clots before they are run, the anti-coagulant should be k2edta anticoagulant and the specimen should be run within eight hours of collection. (P.5-51, 5-52). In addition, a hemoglobin value of 7.4 g/dl should have generated a dispersional data alert as it is a out of the normal adult range (pt limit screen on page show a range of 12 to 18 g/dl). Pt limits sets and panic limits can be set by the operator to suit the normal ranges found in the population served by the laboratory. (Pp 5-18 through 5-21). The operator manual recommends: that one pt limit set or the panic limits be used to enter instrument-specific laboratory action limits. A result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review or notifying the physician. In cases where a cellular abnormality in present that alters cellular morphology to the extent that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result (p.3-25). Trending: a review of complaint reports, for the period april 2007 through november 2007, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for this issue. December 2007 reports were still in process. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev d section 3: principles of operation: parameter data flags: dispersional data alerts: p 3-25 section 5: operating instructions: routine operation: specimen type: p 5-49; setup instructions: pt limit sets: p 5-18 to 5-21. Specimen analysis: p 5-51 and specimen stability & specimen collection:, 5-52. Specimen analysis: running specimens: p 5-58. Conclusion: the cell-dyn 1800 analyzer was evaluated. The likely cause was specimen related and possibly caused by inadequate sample mixing or incorrect handling/processing. No malfunction was identified. User error may have contributed to the event. No impact to patient management was reported. This is the final report.